Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 1 year 1 month 24 days. Investigation: the patient remains ongoing on lvad support. A specific cause for the patient's infection could not conclusively be determined through this evaluation. The hm3 lvas IFU lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU, as well as the hm3 lvas patient handbook, also provide information regarding how to prevent infection. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assistance device (lvad) on (B)(6) 2017. It was reported that the patient was seen in the clinic on (B)(6) 2018, where they reported compliance with the doxycycline regimen despite having a pustule around the driveline exit site for around week, which grew pseudomonas. Blood cultures were obtained and were negative. The patient was started on ciprofloxacin. No additional information was provided.